Manufacturer narrative:
A ge rep evaluated the system and replaced the cine drive. System operates as intended.

Event description:
Customer reported cine play back is intermittent. No pt injury was reported.